Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient said the device is not working. They have not been able to connect the external devices to the stimulator since 2022. They don't know if the battery in the stimulator is still working. The patient thinks they have only been back to the surgeon once but has not had the battery read. The patient went to get an MRI at the beginning of 2025 and was not able to connect to put the device in MRI mode, so they were unable to do the MRI. .  The patient does not  know the last time they felt the stimulation. Confirmed the patient went in the correct therapy application. The patient had a solid blue light on the communicator, it was unplugged from the charging cord, and, had the blue side against the skin vertically, the patient could palpate the stimulator. Patient kept getting message "reposition communicator over internal device.". Additi onal information was received from the patient (B)(6) 2026. The patient clarified that the statement "the device was not working" was referring to the implantable neurostimulator (ins) not connecting to the control devices so the lady helping them said it sounded like the battery was dead in the stimulator and to wait until the manufacturer contacted them to see what to do. They reported it was unknown if it was due to normal battery depletion. They reported that what most likely caused or contributed to this issue was that they used the device until 2022. Where they placed it, every time they turned it up, they could feel the machine working. When they sat down it was very [uncomfortable] and heating. But when they turned it down, they couldn't feel it at all, so they quit using it. They reported that steps taken to resolve the issue included nothing yet as they were told to wait until the manufacturer contact them. The doctor said that they was (illegible) damaged and it would take time to get used it. They just couldn't get used to it. They could take pain but that was the most irritating pain they felt.

Manufacturer narrative:
B3: event date is year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.